Event description:
It was reported that the asymptomatic patient presented in clinic for routine follow up. Upon interrogation, the merlin programmer exhibited diagnostics anomaly. No intervention was performed. The patient would continue to be monitored.